Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had loose and missing thixotropic adhesive (ke45) at the forceps cover and peeling on the cement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction loose and missing thixotropic adhesive (ke45) at the forceps cover and the peeling on the cement were due to leaking at the elevator channel plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.